Event description:
Patient had a red heart alarm at home and felt some vibration in her abdomen. This happened very briefly and the heartmate begun to function appropriately and the alarm stopped. She had two more short alarms in hospital.